Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('if you zoom you can see the ends of the essure poking out') and device dislocation ('my coils may be migrating/coils are no where near where they started\one on the left side of my body is becoming dislodged') in a 21-year-old female patient who had essure (batch no. 627453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea (not recovered prior to essure), anxiety (not recovered prior to essure), rash (recovered prior to essure), wisdom teeth removal and endometriosis. Previously administered products included for an unreported indication: nuva-ring from 2003 to 2008. Concurrent conditions included hives. Concomitant products included venlafaxine hydrochloride (effexor) since 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced adnexa uteri pain ("ovary pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain/loss specify: weight gain"). On (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced skin irritation ("rashes or skin conditions type: skin irritation") and rash ("rashes or skin conditions type: rashes"). In 2012, the patient experienced pollakiuria ("bladder or urinary problems or changes: frequent urination"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), arthropathy ("unrelated issue with my hip joint"), urticaria ("hives") and post procedural discomfort ("post procedural discomfort"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, skin irritation, adnexa uteri pain, rash, arthropathy, urticaria and post procedural discomfort outcome was unknown, the anxiety, pollakiuria, dysmenorrhoea and abdominal pain was resolving and the weight increased and fatigue had resolved. The reporter considered abdominal pain, adnexa uteri pain, anxiety, arthropathy, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, pollakiuria, post procedural discomfort, rash, skin irritation, urticaria and weight increased to be related to essure. The reporter commented: current weight 165 lbs. 3 trailing coils on the right side, 2 trailing coils on the left side. The isthmic tubal segments were slightly distorted by the presence of intraluminal essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: total bilateral occlusion. X-ray - on (B)(6) 2008: the proximal ends of both inner coils are seen within 1 cm of the cornual tubal junction. The uterus is anteflexed. The uterine cavity appears unremarkable without any filling defects although it is probably sub optimally distended. There is no opacification of the fallopian tubes bilaterally. The visualized contrast material does not appear to extend to the proximal aspect of both inner coils. There is no intraperitoneal spillage of contrast material from the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: pfs and social media received. Events - hive, post procedural discomfort and if you zoom you can see the ends of the essure poking out were added. Onset date of events added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my coils may be migrating/coils are no where near where they started\one on the left side of my body is becoming dislodged') in an adult female patient who had essure (batch no. 627453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea (not recovered prior to essure), anxiety (not recovered prior to essure), rash (recovered prior to essure), wisdom teeth removal and endometriosis. Previously administered products included for an unreported indication: nuva-ring from 2003 to 2008. Concomitant products included venlafaxine hydrochloride (effexor) since 2008. In 2008, the patient was found to have weight increased ("weight gain/loss specify: weight gain") and experienced fatigue ("fatigue"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced skin irritation ("rashes or skin conditions type: skin irritation") and rash ("rashes or skin conditions type: rashes"). In 2012, the patient experienced pollakiuria ("bladder or urinary problems or changes: frequent urination"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), adnexa uteri pain ("ovary pain"), abdominal pain ("abdominal pain") and arthropathy ("unrelated issue with my hip joint"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, skin irritation, adnexa uteri pain, rash and arthropathy outcome was unknown, the anxiety, pollakiuria, dysmenorrhoea and abdominal pain was resolving and the weight increased and fatigue had resolved. The reporter considered abdominal pain, adnexa uteri pain, anxiety, arthropathy, device dislocation, dysmenorrhoea, fatigue, pollakiuria, rash, skin irritation and weight increased to be related to essure. The reporter commented: current weight 165 lbs. 3 trailing coils on the right side, 2 trailing coils on the left side. The isthmic tubal segments were slightly distorted by the presence of intraluminal essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on 20-dec-2018: total bilateral occlusion. X-ray - on 22-dec-2008: the proximal ends of both inner coils are seen within 1 cm of thecornual tubal junction. The uterus is antatlexed. The uterine cavity appears unremarkable without any filling defects although it is probably sub optimally distended. There is no opacification of the fallopian tubes bilaterally. The visualized contrast material does not appear to extend to the proximal aspect of both inner coils. There is no intraperitoneal spillage of contrast material from the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('if you zoom you can see the ends of the essure poking out') and device dislocation ('my coils may be migrating/coils are no where near where they started\one on the left side of my body is becoming dislodged') in a 21-year-old female patient who had essure (batch no. 627453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea (not recovered prior to essure), anxiety (not recovered prior to essure), rash (recovered prior to essure), wisdom teeth removal and endometriosis. Previously administered products included for an unreported indication: nuva-ring from 2003 to 2008. Concurrent conditions included hives. Concomitant products included venlafaxine hydrochloride (effexor) since 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced adnexa uteri pain ("ovary pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain/loss specify: weight gain"). On (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced skin irritation ("rashes or skin conditions type: skin irritation") and rash ("rashes or skin conditions type: rashes"). In 2012, the patient experienced pollakiuria ("bladder or urinary problems or changes: frequent urination"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), arthropathy ("unrelated issue with my hip joint"), urticaria ("hives") and post procedural discomfort ("post procedural discomfort"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, skin irritation, adnexa uteri pain, rash, arthropathy, urticaria and post procedural discomfort outcome was unknown, the anxiety, pollakiuria, dysmenorrhoea and abdominal pain was resolving and the weight increased and fatigue had resolved. The reporter considered abdominal pain, adnexa uteri pain, anxiety, arthropathy, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, pollakiuria, post procedural discomfort, rash, skin irritation, urticaria and weight increased to be related to essure. The reporter commented: current weight 165 lbs. 3 trailing coils on the right side, 2 trailing coils on the left side. The isthmic tubal segments were slightly distorted by the presence of intraluminal essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: total bilateral occlusion. X-ray - on (B)(6) 2008: the proximal ends of both inner coils are seen within 1 cm of the cornual tubal junction. The uterus is antatlexed. The uterine cavity appears unremarkable without any filling defects although it is probably sub optimally distended. There is no opacification of the fallopian tubes bilaterally. The visualized contrast material does not appear to extend to the proximal aspect of both inner coils. There is no intraperitoneal spillage of contrast material from the fallopian tubes. Lot number: 627453 manufacture date: 2008-07 expiration date: 2010-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('if you zoom you can see the ends of the essure poking out') and device dislocation ('my coils may be migrating/coils are no where near where they started\one on the left side of my body is becoming dislodged') in a 21-year-old female patient who had essure (batch no. 627453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea (not recovered prior to essure), anxiety (not recovered prior to essure), rash (recovered prior to essure), wisdom teeth removal and endometriosis. Previously administered products included for an unreported indication: nuva-ring from 2003 to 2008. Concurrent conditions included hives. Concomitant products included venlafaxine hydrochloride (effexor) since 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced adnexa uteri pain ("ovary pain") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain/loss specify: weight gain"). On (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced skin irritation ("rashes or skin conditions type: skin irritation") and rash ("rashes or skin conditions type: rashes"). In 2012, the patient experienced pollakiuria ("bladder or urinary problems or changes: frequent urination"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), arthropathy ("unrelated issue with my hip joint"), urticaria ("hives") and post procedural discomfort ("post procedural discomfort"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, skin irritation, adnexa uteri pain, rash, arthropathy, urticaria and post procedural discomfort outcome was unknown, the anxiety, pollakiuria, dysmenorrhoea and abdominal pain was resolving and the weight increased and fatigue had resolved. The reporter considered abdominal pain, adnexa uteri pain, anxiety, arthropathy, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, pollakiuria, post procedural discomfort, rash, skin irritation, urticaria and weight increased to be related to essure. The reporter commented: current weight 165 lbs 3 trailing coils on the right side, 2 trailing coils on the left side. The isthmic tubal segments were slightly distorted by the presence of intraluminal essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: total bilateral occlusion. X-ray - on (B)(6) 2008: the proximal ends of both inner coils are seen within 1 cm of the cornual tubal junction. The uterus is antatlexed. The uterine cavity appears unremarkable without any filling defects although it is probably sub optimally distended. There is no opacification of the fallopian tubes bilaterally. The visualized contrast material does not appear to extend to the proximal aspect of both inner coils. There is no intraperitoneal spillage of contrast material from the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: pfs and social media received. Events - hive, post procedural discomfort and if you zoom you can see the ends of the essure poking out were added. Onset date of events added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('my coils may be migrating/coils are no where near where they started\one on the left side of my body is becoming dislodged') in an adult female patient who had essure (batch no. 627453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea (not recovered prior to essure), anxiety (not recovered prior to essure), rash (recovered prior to essure), wisdom teeth removal and endometriosis. Previously administered products included for an unreported indication: nuva-ring from 2003 to 2008. Concomitant products included venlafaxine hydrochloride (effexor) since 2008. In 2008, the patient was found to have weight increased ("weight gain/loss specify: weight gain") and experienced fatigue ("fatigue"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced skin irritation ("rashes or skin conditions type: skin irritation") and rash ("rashes or skin conditions type: rashes"). In 2012, the patient experienced pollakiuria ("bladder or urinary problems or changes: frequent urination"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition: anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), adnexa uteri pain ("ovary pain"), abdominal pain ("abdominal pain") and arthropathy ("unrelated issue with my hip joint"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, skin irritation, adnexa uteri pain, rash and arthropathy outcome was unknown, the anxiety, pollakiuria, dysmenorrhoea and abdominal pain was resolving and the weight increased and fatigue had resolved. The reporter considered abdominal pain, adnexa uteri pain, anxiety, arthropathy, device dislocation, dysmenorrhoea, fatigue, pollakiuria, rash, skin irritation and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. 3 trailing coils on the right side, 2 trailing coils on the left side. The isthmic tubal segments were slightly distorted by the presence of intraluminal essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2018: total bilateral occlusion. X-ray - on (B)(6) 2008: the proximal ends of both inner coils are seen within 1 cm of the cornual tubal junction. The uterus is antatlexed. The uterine cavity appears unremarkable without any filling defects although it is probably sub optimally distended. There is no opacification of the fallopian tubes bilaterally. The visualized contrast material does not appear to extend to the proximal aspect of both inner coils. There is no intraperitoneal spillage of contrast material from the fallopian tubes. Most recent follow-up information incorporated above includes: on 11-jun-2019: pfs, mr and social media received. Events per pfs: psychological or psychiatric problems condition: anxiety, rashes or skin conditions type: skin irritation, bladder or urinary problemsor changes, dysmenorrhea (cramping), pain, fatigue, weight gain / loss specify which one: weight gain, rashes, ovarian pain and abdominal pain were added. Event per social media: coils may be migrating, unrelated issue with my hip joint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.